Event description:
It was reported that pump displayed a malfunction code. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction code recurred, which caller acknowledged and understood.